Manufacturer narrative:
External visual inspection revealed that the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being conducted. The device passed the electrical tests performed. The gross leak test revealed a steady stream of bubbles at the brazed area. The reported complaint of sound quality issues could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. However, this device had a gross leak failure. This older device configuration is no longer manufactured. This is the final report.

Event description:
The company was made aware that the patient's device was explanted due to poor performance and sound quality issues.